Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" foot switch had an e433 error. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective foot switch. The customer's complaint was confirmed. Troubleshooting was conducted and determined the following: the footswitch cords were wound tightly for storage they tried the switch on 2 esg-400s with same result they wiggled the cord at the connection point and rebooted after that. The error did not return. The footswitches were swapped out. Olympus will continue to monitor field performance for this device.